Event description:
Revision performed due to infection about 1 year and 3 months after the primary surgery. All components revised and hinge system implanted.

Manufacturer narrative:
Batch review performed on 14 january 2025: lot 2308294: (B)(4) items manufactured and released on 05-jul-23. Expiration date: 2028-jun-21. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Additional devices involved: batch reviews performed on 14 january 2025. Gmk-sphere 02.07.1205l tibial tray fixed cemented size 5 l (k090988) lot 2311079: (B)(4) items manufactured and released on 29-aug-23. Expiration date: 2028-aug-12. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Gmk-sphere 02.12.0514fl tibial insert fixed sphere flex size 5/14 mm l (k121416) lot 2202782: (B)(4) items manufactured and released on 11-may-2022. Expiration date: 2027-apr-21. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Clinical evaluation performed by medacta medical affaris director: one year after primary cemented tka, a late infection develops and revision is undertaken. The report does mention infection, but the germ is still unknown. Infections are a possible adverse event following total joint replacement, widely described in literature. No reason to suspect that a defective implant is at the origin of this event. Infection is a known possible complication of any surgery. Although no root cause can be established, there is no indication that any issue with the device may have caused or contributed to the event, and the document review does not indicate any potential manufacturing related cause.